Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer controller caused the entire station to crowbar and power off. A field service engineer (fse) replaced the drawer controller and demonstrated to the customer how to prevent recurrence by identifying the drawer causing the crowbar condition and disconnecting it, allowing the rest of the station to continue functioning until the drawer could be repaired. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. User rebooted the station and confirmed that both the network and power cables were securely connected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.